Event description:
It was reported that the patient had his bilateral system explanted on (B)(6) 2010 due to infection. It was stated that a new bilateral system was implanted on (B)(6) 2010. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# v386575, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v386575, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. (B)(4).